Event description:
Subject was involved in a post market clinical trial on marketed product. Subject was admitted to study site through emergency room visit in 08/2004 with diagnosis of lower gi bleed. Twenty days later, subject was noted to have large bloody clots of stool in the device and leaking on bedpad. Study device was discontinued, labwork was drawn and subject was given 1 unit of blood. Patient received 4 units of blood prior to the adverse event for low h/h. On the day of the adverse event pt received 1 unit of blood. In the week following the subject being discontinued from the study, has received an additional 3 units of blood. Colonoscopy results of three days after ER visit show no active bleeding, mild tics. Photo documentation shows large lumen of pale, non-ulcerated mucosa, well above sphincter area. Upper endoscopy also performed due to h/h of 8.9/27.1; findings of mild esophagitis, no bleeding. Colonoscopy post study documents multiple small ulcerations of anorectal junction (5-7), no active bleeding. Photo documentation shows large gray internal hemorrhoids, few small pooled open areas with white necrotic mucosal edges. Since comparison of endoscopy locations differed from between assessments, the comparision of photo was found to be inconclusive.